Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch and ra lead impedance warning was triggered. It was also reported that the right ventricular (rv) lead exhibited high number of short v-v intervals and noise. Both leads remain in use.no patient complications have been reported as a result of this event.